Event description:
Journal article reports that a patient, suffering from type 2 diabetes, was shifted from hemodialysis to peritoneal dialysis, in (B)(6) 2007, due to frequent intra-dialytic hypotension. Patient's treatment regimen reportedly included 3 exchanges of dianeal 2.5% (2 liters each) and 1 overnight exchange of 2 liters extraneal 7.5% (a labeled interferent for accu-chek active test strips). Report states that, in (B)(6) 2007, patient was hospitalized for bypass surgery secondary to peripheral arterial occlusion disease. To optimize wound-healing, patient's blood glucose was reportedly monitored to maintain a target glucose range of 100 mg/dl - 150 mg/dl. Blood glucose levels reported to have been controlled d with rosiglitazone, glimepiride, and sliding-scale insulin. On an unspecified date, following admission, physicians were consulted to evaluate patient for dizziness. Report indicates that patient's temperature was 36.5 degrees celsius, blood pressure 145/72 mm hg, with respiratory rate of 18 breaths per minute. A capillary blood glucose test was reportedly performed, on the accu-chek active system, with a result of 158 mg/dl. Report notes that a venous sample, obtained simultaneously, measured 32 mg/dl in the facility's central laboratory. Report does not indicate what treatment was administered for hypoglycemia, nor was any information about patient's prognosis provided. The accu-chek system was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Although no treatment, following laboratory glucose value 32 mg/dl, was reported, the event is being submitted as a serious injury report due to presumed need for medical intervention at this glucose value. Event was reported to FDA, by the drug manufacturer on medwatch form with manufacturer report (B)(4) the event was reported in the following journal article: chiang cc, hsia cc, chang CT, yan mt, chu hy, hsu yh. Iatrogenic hypoglycemia due to spurious glucose readings on two patients with peritoneal dialysis using icodextrin-containing dialysate. Acta nephrologica, taiwan society of nephrology. 2008; 22: 59-61. All fields with entry 'ni' were completed as such because no additional information was received from the journal article's authors. Device not returned to manufacturer